Manufacturer narrative:
(B)(4) final report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and a detailed patient outcome was requested in order to progress with this investigation, however, they are not available and thus there was only very limited information available for this investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification. It was confirmed that the explanted devices could not be returned for examination as they were discarded by the hospital following the revision. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix collared revision after approximately 4 months due to pain from subsidence of the stem.

Manufacturer narrative:
(B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and a detailed patient outcome was requested in order to progress with this investigation, however, they are not available and thus there is only very limited information available for the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. It has been confirmed that the explanted devices will not be returned for examination as they were discarded by the hospital following the revision. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix collared revision after approximately 4 months due to pain from subsidence of the stem.